Event description:
As stated by an arjohuntleigh tech: p-tub checked. Tighten loose bolts holding tub shell to panel. Tighten very loose bolts holding legs to panel. Clean supply line filters. Function test tub, ok. Adjust disinfectant flow rate. No parts fitted.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh inc. On behalf of the MFR arjo (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.